Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl and the cause was not known. No ketones were present. There was no issue observed with the pump supplies. The customer was hospitalized and treated with an insulin drip. The customer was discharged the next day with elevated bg resolved.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified due to damaged usb pins.